Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The device was reported to have been discarded. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a meniscal cinch, ar-4500, was used during a knee arthroscopy procedure. During insertion of the second peek implant, the implant did not adhere properly and pulled out from the capsule. The implant was removed and a king fisher grasper was used to retrieve the first implant. A meniscectomy was then performed to complete the case as the facility had no more ar-4500 in stock.